Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to an artifact, with air bubbles suspected . Technical services (ts) was consulted and discussed available troubleshooting options as well as programming options. This device remains in service. No additional adverse patient effects were reported.